Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed power error detected. The power management tool confirmed power error detected alarm was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes due to non-sleep anomaly software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had received power error detected alarm. The customer¿s blood glucose level was unknown. The customer reported that they received a power error detected alarm. The troubleshooting was performed and power error detected did not recur within week. The customer was advised to monitor the insulin pump. The insulin pump will be returned for analysis.